Event description:
A patient reported experiencing inaccurate high results with an ot basic original meter. The patient's blood glucose results were 345mg/dl, 528mg/dl, 150mg/dl (in the potential medical tab it states that pt's readings were in the 150mg/dl area). Tests were done less than 10 minutes apart with a difference of 65%. Patient did not experience any adverse events. No further information has been reported.